Event description:
Caller states that a patient reportedly received the following results on a meter, compared to lab results, within 10 minutes: 468 mg/dl (inform meter) and 79 mg/dl (lab). No actions taken based on device results. Patient was unresponsive at the time of the tests. Patient was in hospice care for end stage renal failure and had refused dialysis treatment for his condition. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.